Manufacturer narrative:
The customer contacted a siemens customer care center and reported that discordant, falsely elevated carbon dioxide (co2) results were obtained on 2 patient samples on a dimension vista 500 instrument. Quality controls (qc) were recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced reagent 1 (r1) probe and sample 1 (s1) probe, cleaned all drains and reagent 2 (r2) and integrated multisensor technology (imt) probes. Then, a quick check with (B)(4) clean was performed on the instrument. The customer ran all qc and performed a correlation study between the instruments mentioned above and the results correlated. Siemens further investigated the issue and determined that the r2 arm issues, including the flex cable which the cse replaced, potentially contributed to the discordant co2 results. System verification indicates acceptable performance after the routine maintenance and service was performed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample identified as (B)(4) was repeated on the same instrument and both patient samples were also repeated on an alternate dimension vista instrument. The repeat results were lower than the discordant results. The repeat results from the alternate instrument were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.